Event description:
A pneumothorax was identified with a 3d spin after an ion lung biopsy procedure. Per the physician, the biopsied lesion was 1.0 cm in size and located in the right upper lobe close to the pleura. The physician believed the cause of the pneumothorax was due to the small pleural based lesion. The procedure was completed with no complications and/or delays and there are no allegations that a malfunction of an ion system, instrument, or accessory occurred. The size of the pneumothorax was 10%; therefore, an 8 french chest tube was placed at the end of the procedure. The patient was hospitalized overnight then discharged home in stable condition. The diagnosis was inflammation.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. System logs for the event date did not find any errors that were relevant to the reported event. Section a: body mass index (bmi), 22 kg/m2.